Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, a pt continues to experience halos and trouble with intermediate vision. He also reported a yag laser capsulotomy was performed approximately two months after the implant surgery. Information provided indicated the use of an unapproved viscoelastic during the implant surgery. There are two medical device reports associated with this event. This report is for the left eye. The report for the right eye was filed previously under MFR report # 1119421-2011-010551.

Manufacturer narrative:
The lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Product history records could not be reviewed for the cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Account indicated the use of an unapproved viscoelastic. The root cause could not be identified by the investigation. Additional information was requested for the related file (MFR report #1119421-2011-01051). A completed questionnaire from the surgeon was received on 08/31/2011 with information pertaining to this file. No further information is expected. (B)(4).